Manufacturer narrative:
8/19/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a CABG procedure. Reportedly, the jaws did not open. The surgeon opened the jaws manually. The surgeon applied another device without patient injury.